Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pump was programmed to administer 5fu chemotherapy continuous infusion over twenty-four (24) hours at a rate of 24.8ml/hr manually using guardrails. Bag volume on label and by appearance had 520ml when hung, tubing primed with normal saline. When the nurse returned, the volume remaining on the pcu showed there should be 443.5ml remaining for infusion. Visual inspection of the bag showed that there was approximately 250ml remaining in the bag. The bag volume and volume remaining on the pump did not match. Per report, pcu was at patient's heart level and bag of medication was at the recommended approximate 20" head height differential". There was patient involvement, but the no harm.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an over infusion of chemotherapy (5fu) was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pump was programmed to administer 5fu chemotherapy continuous infusion over twenty-four (24) hours at a rate of 24.8ml/hr manually using guardrails. Bag volume on label and by appearance had 520ml when hung, tubing primed with normal saline. When the nurse returned, the volume remaining on the pcu showed there should be 443.5ml remaining for infusion. Visual inspection of the bag showed that there was approximately 250ml remaining in the bag. The bag volume and volume remaining on the pump did not match. Per report, pcu was at patient's heart level and bag of medication was at the recommended approximate 20" head height differential". There was patient involvement, but the no harm.